Event description:
Attorney reported: pt sustained injury and damages associated with her use of defective products, the bard ventralex mesh and bard composix kugel hernia patch. Specifically, as a result of having the ventralex mesh and bard composix kugel hernia patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.